Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: no visible damage outside of the unit. Functional inspection: an l9000 was used in analyzing the safelight cables along with a scope adapter. The light flickered intermittently. The internal error occurred 22 times. The probable root causes of the complaint can be attributed to issues with the light source; possibly due to old software, or the light source does not have the esst ring. The failure(s) identified in the investigation is consistent with the complaint record. (B)(4).

Event description:
It was reported the unit shuts off periodically.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the unit shuts off periodically.